Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with zienam (1 g, route and frequency not reported). The patient¿s catheter was removed and dianeal therapy was discontinued. At the time of this report, the patient was recovering from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.